Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device was replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that they have increased heat at their implantable neurostimulator (ins) site. No contributing factors were reported. It was noted that the patient turned off the device and indicated that it cooled down when turned off. No further actions or interventions were taken to resolve the issue. It is unknown if the issue has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep turned down the hz to 60 from 300 on (B)(4) 2019. On (B)(6) 2019, the patient reported the battery was still very hot. The issue was not resolved. No cause was determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reiterating that the patient was feeling the ins heating. They reported that they felt heat at the pocket site within 5 minutes after their implant was turned on. It took a couple of hours to heat up to the point where the patient couldn¿t tolerate it and their therapy had to be turned off. The patient didn¿t have this problem when therapy was off. The rep did a blind study and the patient was able to notice only feeling heat when the rep turned their therapy on, even without the patient knowing the status of the therapy. The patient also tried it with their husband and noted the pocket site feeling hot. Palpation at the pocket site ¿does cause any issue/sensation¿. 1 940 ohms 6 890 11 920 2 940 7 970 12 940 3 980 8 980 13 980 4 940 9 990 14 980 5 850 10 870 15 990 ohms reference electrode#1 0 860 ohms 6 850 11 940 2 920 7 880 12 910 3 980 8 970 13 970 4 950 9 980 14 980 5 920 10 880 15 1010 ohms it was reviewed possible fluid short as the cause, but that usually patient report more shocking sensation at pocket site in these situations. It was reported that if the healthcare provider (hcp) decides to replace the in that the rep should send the device back for analysis. Groups: b 0- 1+ 2+ c 8 9 10 a 5 8 9 470hz 140p. It was indicated that no traumas/fall were related to the issue. No further complications were reported/anticipated.